Event description:
Healthcare professional reported, "exchange from textured to smooth breast implants, due to the patient¿s concern with the product". Healthcare professional, later reported, "rupture". This record is for the right side. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: opening device assessed as unidentified (tear) opening (shell thickness was within specification) and missing piece of shell assessed as inconclusive. Anxiety - product/ procedure: unable to observe since it is not related to the device. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported "exchange from textured to smooth breast implants due to the patient¿s concern with the product". Healthcare professional later reported "rupture". This record is for the right side. Device has been explanted and replaced.